Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) a follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion: pump is still infusing when turned off. Therapeutic heparin infusing via peripheral line, pump turned off and clamp on t-connector clamped (infusion to be discontinued prior to removing of pw as per CT team). Pump checked by 2 nurses and was turned off. One hour later, pump noted to be infusing. Infusion discontinued and disconnected at this time.

Manufacturer narrative:
(B)(4). Result of examination: the received sample was subjected to a visual and functional examination. The device showed age-based marks of use. The history log files of the received sample were read and analyzed. No abnormalities within the therapy data were found. Thereupon a long term test was performed. This test revealed no abnormalities. Following the sample was dismounted and the inside was investigated. Fluid damaged had entered the ribbon cable of the operating unit. Additionally we detected mechanical damages of the bottom housing as well as the drive head. These damages are not able to cause the indicated malfunction. This complaint was judged as not justified. Neither the history log files nor the functional test revealed any abnormalities.